Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Piece of tampon from inside me- vagina [foreign body in reproductive tract] piece of tampon [device breakage]. Case narrative: consumer reported via e-mail that there was a piece of tampon insider her. No serious injury reported.